Event description:
It was reported that during ablation in a right side a-flutter procedure, the carto3 system displayed error code 8 (pace routing is disabled) and the same time the rf generator showed a temperature cut-off error. The bs ecgs and all ic (intracardial) recordings on both carto 3 system and the recording system had 60 cycle noise. The issue was resolved by changing the catheter and the case was completed without any patient consequence. Upon follow up, bwi received the information on (B)(6) 2012 (which changed the alert date) that showed the noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings on both carto and ep recording systems at the same time. And the noise masked all the signals, the physician had to rely on patient's pulse until the noise resolved.

Manufacturer narrative:
(B)(4). The returned device was tested for electrical performance, stockert compatibility, and thermal sensor response. The electrical leakage was found out of specification. The thermocouple sensor passed when immersed in fluid with controlled temperature. The catheter interfaced with the stockert obtaining acceptable readings. Further investigation revealed the catheter connector and pc board had crystal residues causing electrical leakage on the catheter during use. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition was confirmed.

Manufacturer narrative:
(B)(4).